Event description:
Laparoscopy procedure. Missing piece of trocar upon removal from pt. Trocar intact before use per scrub tech. Md notified immediately. Complete visual search per laparoscopy camera by md. Nothing seen. Surgery completed. X-ray not used because item stated on package radiolucent. Radiologist stated not visible.